Event description:
As reported by the user facility: a low absorption IV administration set intended for use with docetaxel was being prepared for infusion when chemotherapy was observed leaking from the vent located above the drip chamber after the infusion was paused. Upon inspection of a newly opened administration set, the complainant noted that the tubing vent was in the open position. The complainant stated that the vent should be closed prior to use and that it is not standard practice for the vent to be open when the package is opened. The event occurred during preparation prior to patient treatment. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.